Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips the customer needs a quote for the battery door latch. We are considering this to be a malfunction of the battery door latch. Additional details have been requested. The device was reported to be in use, however, no direct adverse event to the patient or user was reported.